Manufacturer narrative:
It was reported that the peak pressure alarm would not clear. A field service engineer (fse) went onsite and confirmed alarm code, "alarm message: ppv max p" (diagnostic code 120c) had occurred. The fse advised replacement of the blower and motor controller (mc) printed circuit board assembly (pcba) replacement. Device evaluation and repair are pending. The investigation is ongoing.

Manufacturer narrative:
The fse replaced the gas delivery system (gds) to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the peak pressure alarm would not clear. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the peak pressure alarm would not clear. Onsite service is currently pending. The investigation is ongoing.

Manufacturer narrative:
It was reported that the peak pressure alarm would not clear. A field service engineer (fse) went onsite and confirmed alarm code, "alarm message: ppv max p" (diagnostic code 120c) had occurred. The fse advised replacement of the blower and motor controller (mc) printed circuit board assembly (pcba) replacement. The fse replaced the mc pcba, but this did not resolve the reported issue. It was then determined that a replacement of the gas delivery system (gds) was required. This investigation is ongoing.